Event description:
The customer stated that the architect c8000 analyzer generated low results on multiple parameters. Upon repeat the results were higher. In particular a sodium result of 105 meq/l was generated which upon repeat was 148 meq/l. The results were not reported and there was no impact to pt management.